Manufacturer narrative:
No functional testing was performed by philips. The philips remote service engineer (rse) spoke with the customer and confirmed the device speaker malfunction error but the customer could not confirm if there was still sound present. The results of the analysis were the rse arranged for a replacement speaker assembly to be sent to the customer. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by providing the customer with a replacement speaker assembly for customer own repair. Service history review confirm the problem has not been reported again for this device. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).

Event description:
It was reported the device was presented with a speaker malfunction error message. It could not be confirmed by the customer if the device still produced sound in stand alone mode. The device was not in clinical use. There was no report of patient or user harm.